Manufacturer narrative:
Concomitant medical products: product ID 8709, serial# (B)(4), implanted: (B)(6) 2004, product type: catheter. Product ID 8731, serial# (B)(4), implanted: (B)(6) 2005, product type: catheter. (B)(4).

Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving intrathecal lioresal 2 ,000mcg/ml, 450mcg/day, for intractable spasticity. The patient's pump was at end-of-life and had been non-functional since (B)(6) 2015. He went through withdrawal and was given oral baclofen. The patient underwent a pump replacement on (B)(6) 2015. On (B)(6) 2015 it was clarified that the pump had not stopped working on (B)(6) 2015, but rather the physician had weaned the patient off the drug and stopped the pump two weeks prior. The patient's medical history included stroke. Follow-up was conducted to obtain all information relevant to the event.